Event description:
Report received that product analysis had been completed on a patient's generator. The generator had been explanted due to battery depletion. Product analysis showed the generator had reached end of service and could not be interrogated. Data from the generator showed about half the battery should have been consumed at that point. Postburn electrical tests were run on the generator and multiple tests failed. Product analysis found remaining residual material on the pcba edge which originated from the test tab removal process. This resulted in excess current consumption. A review of the device history record indicated the generator had been manufactured using the laser-routing process which is known to produce conductive debris and result in current leakage pathways. No other relevant information has been received.